Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 70 mg/dl and treated the low with oral glucose, after which they sought confirmation that it was appropriate to proceed with breakfast. Symptoms included hypoglycemia. Outcomes included resolution of the low after treatment and readiness to eat, with no injury or hospitalization reported. Investigation included case counseling and troubleshooting with education on treatment and meal timing. Investigation of this case revealed no device malfunction or alarm condition reported and no component issue identified, consistent with a user-managed hypoglycemic event of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.